Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol sepramesh ip device may have caused or contributed to the reported event. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
As reported, per medical records & legal claim: (B)(6) 2006: the patient underwent an incisional hernia repair with implant of a sepramesh. (B)(6) 2007: the patient was diagnosed with a significant subcutaneous defect s/p drain placement with a seroma development due to the drain removal being too early and underwent excision of the abd wall seroma. (B)(6) 2013: the patient was diagnosed with abd pain, extensive adhesions, partial small bowel obstruction, incorporated abd mass with small bowel and underwent a diagnostic laparoscopy converted to exploratory laparotomy with extensive lysis of adhesions, small bowel resection and removal of what appeared to be infected mesh (sepramesh). Per the operative report details, ¿there were dense adhesions to the fascia in the previous mesh (sepramesh), as well as dense small bowel adherence. It was noted that much of the bowel wall was incorporated into the mesh and that, in fact, the mucosa was actually demonstrating the mesh within it as well. Some areas of enterotomies were created in this dissection, trying to remove the mesh. Once this was complete, a significant segment of bowel that had ben incorporated into the mesh was resected.¿ (B)(6) 2013: the patient was diagnosed with foreign body granuloma with mesh and underwent an incision and debridement of abd wall chronic wound and excision of old polypropylene mesh (sepramesh). Per the operative details, ¿it was noted that there was some remnants of mesh and carried down to the fascia. The mesh was debrided.¿ (B)(6) 2014: the patient was diagnosed with stitch granuloma of the abd wall for chronic wound, mesh foreign body reaction and underwent incision and drainage of stitch granuloma, excision of abd wall mesh. Per the operative report details, ¿there were some prolene sutures identified and these were removed and some polypropylene mesh (sepramesh).¿